Event description:
It was reported that when connecting the device to the lead during device implantation, the "inexperienced physician performed the connecting procedures before letting the set screw get wet with saline." The atrial impedance was displayed as over 3000." The atrial lead was tested with the analyzer and the lead itself had no problem. It was then reported that the device grommet could be damaged because the torque wrench didn't get wet when connecting the device to the lead. The device was not used and a new device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.